Manufacturer narrative:
Initial.

Event description:
It was reported that while performing strenuous manual labor with the ilet, the user experienced rapid blood glucose decline, including a decrease from 180 mg/dl to 54 mg/dl within approximately 90 minutes, and required increased carbohydrate intake to prevent lows; the user declined using the activity-related insulin pause due to audible alerts. Symptoms included low glucose and urgent low soon notifications. Outcomes included transient hypoglycemia without hospitalization. Investigation included troubleshooting and education regarding physical activity and use of the device¿s pause feature in a closed-loop system. Investigation of this case revealed no device malfunction reported and no component failure identified; the event was associated with increased insulin sensitivity during physical activity with cause of hypoglycemia not fully determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.